Event description:
On 08/02/2023, it was reported by a distributor via sems that an ar-6480 dw arthroscopy fluid management system had a high pump pressure. The surgeon had the suction device swapped out. However, the pump pressure still remained high. Halfway through the procedure, it was removed from the pump and the procedure was finished on gravity. After the procedure, it was noticed that 2l of fluid was used. The surgeon believes that the pressure was so high that it was bypassing the outflow and into the 3rd compartment. There was significant fluid up to the patient's groin. Concerns of compartment syndrome were noted. This was discovered during a dw arthroscopy knee procedure. The case was completed with another device with no patient harm. Additional information has been requested. Additional information was provided by the distributor via email; this event occurred on (B)(6) 2023. Arthrex tubing with an unknown lot number was used with the pump, the pump settings at the time of the event were not recorded. It could not be confirmed if localized or extended extravasation occurred, but the excess fluid was removed. The patient was observed longer post-op, and the surgeon will continue to monitor the patient. A compartment syndrome has not been confirmed by the surgeon. There was a small delay in surgery, and a competitor's pump was brought in to complete the case. Additional information has been requested. Sales representative noted there was a 20-minute delay in the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation cannot be confirmed due to the device not being returned to be functionally tested. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Per dfu-0140-eor0_fmt_en: "using fluid to distend any joint carries with it the possibility of fluid extravasation into surrounding tissue. Always use the lowest possible pressure settings to achieve the desired amount of distension and control of bleeding. Proper operation of this device requires the establishment of adequate fluid outflow and monitoring of the surgical field. At pressures exceeding 10 mmhg above the patient¿s diastolic pressure, carefully monitor and maintain fluid outflow and assess the patient regularly to avoid extravasation or any other adverse patient condition. Prior to each use, it is important to check the setup of the pump to ensure proper function. A red-light will flash near the tubing connection if a secure connection is not made. The pump will not run if this condition persists. If the pump runs continuously after the tubing has been clamped, check all luer connections. If the pump still runs continuously, replace the tubing. Do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped. If the pump still fails to perform as designed, it should be returned (with the pump tubing set) to arthrex for inspection.".